Event description:
This supplemental report is being filed as the device evaluation was completed.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a weakened header bond. X-ray examination was performed. The shock feed thru header wires were found to be fractured. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case. This device is included in the subpectoral implant advisory population. Patient code 3191 was added to capture the surgery to explant and replace the device.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no objective evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection.

Event description:
Additional information was received which indicated this ICD and rv lead were explanted and replaced with an subcutaneous implantable cardioverter defibrillator (s-ICD) system. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited intermittent high out-of-range (oor) shock impedances, on the right ventricular (rv) lead, measuring greater than 200 ohms. In addition, intermittent pacing impedances spikes were observed. A revision procedure was planned, however, at this time, the ICD and rv lead remain in service. No adverse patient effects were reported.